Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was initially reported by the patient that her device "fired" as a result of a "computer error". She went to the ER and was seen by her electrophysiologist who reprogrammed the device and released her. It was later reported by the patient that her doctors had "thought the lead malfunctioned but then decided the device needed to be adjusted." The need for device reprogramming unrelated to the defib lead was later confirmed via telephone follow-up with the physician. The device is still implanted and in use. There were no further patient complications reported as a result of this event.

Event description:
It was initially reported by the patient that her device "fired" as a result of a "computer error". She went to the ER and was seen by her electrophysiologist who reprogrammed the device and released her. It was later reported by the patient that her doctors had "thought the lead malfunctioned but then decided the device needed to be adjusted." The need for device reprogramming unrelated to the defib lead was later confirmed via telephone follow-up with the physician. The device is still implanted. There were no further patient complications reported as a result of this event. It was further reported that the device was explanted and replaced due to eri (elective replacement indicator).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.